Event description:
Degenerative joint disease of right hip. Hip pain for past two years. Painful getting in and out of the car. Painful to lie on my right side. If I sit for a period of time ¿ it¿s very painful to get up and the pain causes me to limp. Two hours in the car and my hip starts to ache and I must stop. Event: loss of six pints of blood. Concerned that they could lose me. Dates of use: (B)(6) 2010-(B)(6) 2012.